Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, wear abrasion, and fold creases. A microscopic analysis was performed which identified: a crease sharp broken on radius and stress marks.based on the device analysis the final assessment is: a crease sharp broken on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.